Manufacturer narrative:
Pump rotor was replaced and pump passed accuracy test. This MDR is being submitted because this device is similar to a device marketed in the united states.

Event description:
Investigation by moog service center in (B)(4) found that pump failed volumetric accuracy test at 11.71 ml, greater than 20% of report-ability. Dosage provided was 15 ml.